Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle hub separated from the syringe safetylok 3ml ll w/ndl 25x5/8 while removing the shield. The following information was provided by the initial reporter: "consumer reported, pharmacy refilled her prescription with the wrong syringes. Stated, she should have received a "retractable" syringe for her b-12 shots stated, the wrong syringes will leak when administering her shot and once, the needle hub separated when removing shield.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the syringe safetylok 3ml ll w/ndl 25x5/8 while removing the shield. The following information was provided by the initial reporter: "consumer reported, pharmacy refilled her prescription with the wrong syringes. Stated, she should have received a "retractable" syringe for her b-12 shots stated, the wrong syringes will leak when administering her shot and once, the needle hub separated when removing shield."